Event description:
During a laparoscopic cholecystectomy procedure, could not activate and blade broke. A device of a different product code was used to complete the case. There was no pt consequence.